Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 440mg/dl and a correction bolus was delivered to address the bg level. During a system check, a test bolus was delivered and no additional occlusion alarms. The customer forgot to disconnect the infusion tubing from the infusion site and delivered the 5 unit test bolus. A follow-up call to check on the customer's bg levels was declined by the contact.